Event description:
The facility reported a colleague infusion pump with a malfunction of a constant alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of constant alarm was confirmed and reproduced during product evaluation. Failure code 814:01 was determined as the problem code. The root cause of this condition was assigned to deep discharges of the main batteries caused by use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Failure code 814:01 indicates the pump head module power supply is too low. It can be caused when pump is left in "battery depleted-device stopped" alarm for an extended period.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.